Event description:
Material: 302832. Batch#: 5021293. It was reported by the customer that the plunger broke off inside the plastic tubing. Patient did not receive full dose due to malfunction. Verbatim: rn and anesthesiologist performing nerve block procedure in xxx on (B)(6) 2025. When 30ml syringe was used to administer medication, the plunger broke off inside the plastic tubing. Patient did not receive full dose due to malfunction

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) follow up a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 5021293. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.